Event description:
It was reported that the patient was kicked in the back and went to the ER on (B)(6) 2014. It was stated that after the incident when he turned it back on he felt stimulation much stronger than normal. It was stated that he shut it off because he was scared it would cause problems. It was reported that at today¿s reprogramming, the manufacturer¿s representative tried reprogramming the device but whenever stimulation was turned up to perception threshold the patient began to have sharp painful cramping in the middle of the back. It was reported that a power on reset (por) occurred with error code 0x8, which was successfully cleared. It was noted that the healthcare professional (hcp) prescribed steroids for inflammation. The patient was told he could use the device if he wanted to try it, or leave it off and try to turn it on once he had taken the steroids. It was reported that impedance measurements were taken. It was stated that it was unknown whether the product issue was resolved, or what the cause of the issue had been. It was reported that the patient had a change in stimulation coverage. The patient stated that it was not covering the entire lower legs as it had been before the injury. It was reported that the patient symptoms associated with the event were pain and less than 50% therapy relief and the issue was at the device pocket and lead location. It was reported that the patient was alive- no injury. It was noted that the device remained implanted and in service.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).